Event description:
The blood inlet was detached from the oxygenator and blood flowed out as the bypass was still going on. The oxygenator was changed (changing time: 5 minutes). No clinical consequences to the pt have been reported. Complaint # (B)(4). Ref MFR #: 8010762-2010-15910.